Event description:
It was reported that during an acdf procedure, that all but one of the teeth of the coring tool broke and fell into the surgical site, when the surgeon went in to do the second bone plug. It was also reported that all the broken pieces were retrieved using a forceps. It was further reported that there were no adverse consequences for the patient and the procedure was completed successfully.

Manufacturer narrative:
The device, subject to this evaluation was not made available to the manufacturer for evaluation. The manufacturing records for the product was reviewed, including tooth angle. No issues were identified that may have contributed to this alleged event. The root cause of this failure is undetermined.